Event description:
Customer reported false negative urine hcg results with surestrip one step hcg pregnancy test. A pt in the (B)(6) had a coil fitted before this incident i.e. Before (B)(6), when she first attended the surgery for a pregnancy test. On the (B)(6), a gp performed two pregnancy tests and both were negative. The pt visited surgery again on the (B)(6), where another gp performed a urine hcg test with a negative result. No inappropriate treatment occurred as a result of the negative results. On the (B)(6), the pt went to family planning clinic because she was bleeding. A scan was performed an no coil was observed but a gestational sac was visible.

Manufacturer narrative:
Investigation pending.